Event description:
A customer reported that the battery icon appeared on their freestyle flash meter. During the course of the investigation on the returned meter, it was confirmed that the meter was exhibiting the memory overwrite malfunction. There was no report of death, serious injury nor mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.